Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the therapy electrodes. The area was described as a rash. The patient reported that he did seek medical attention and that the rash has subsided for now. It is unclear if the patient received medical attention for the irritation. During a follow-up the patient reported that the irritation had improved. Reporting out of an abundance of caution.